Manufacturer narrative:
The pdm was found to have a non-functioning bg meter board, which resulted in a meter error 4. The pdm would not give bg readings upon strip insertions or sst test. Replacing the bg board resolved this issue.

Event description:
It was reported that the patient's blood glucose levels reached 291 mg/dl. The patient was able to correct with a bolus.